Event description:
On (B)(6) 2011 the patient underwent evar for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. As reported the disease continued to progress and as it progressed the distal seal was lost. As reported the distal endoleak was off of the ipsilateral side (on the patient¿s left) where the gore® excluder® aaa iliac extender endoprosthesis was initially implanted. On (B)(6) 2022 the patient underwent reintervention in which the physician put an amplatzer plug into the left hypogastric artery and extended into the external iliac artery with a plc121400 (sn: (B)(4)). The patient tolerated the procedure and it was confirmed that there were no endoleaks at the conclusion of the procedure. As reported there were no issues with the implanted endoprostheses and the event was purely related to ongoing disease progression.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
H6: added component code 515, stent.

Manufacturer narrative:
H6: updated investigation conclusion codes to include only code 50.